Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that they had became aware of a patient whose pcu and patient controlled analgesia pump module did not work overnight. The customer allegedly experienced some ¿incompatible¿ message. There was patient involvement, but the outcome is unknown. The customer later reported that "the hiccup was in the syringe settings. It has been corrected and all are operational"